Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. Weight: (B)(6). The 510k#: k053529.

Event description:
On (B)(6) 2012, the lay user/patient in (B)(6) contacted lifescan to report the one touch ultra2 meter was giving inaccurately erratic readings. The technical support representative (tsr) spoke with the patient to obtain and verify information; however, the patient refused to speak with the tsr. The smss classified the complaint based on the information provided to customer service. On the morning of (B)(6) 2012 the patient obtained the blood glucose readings of 27.9 mmol/l and 7.6 mmol/l on the reported meter within 20 minutes of each other. The patient took no actions based on these readings. One and a half hours later, the patient allegedly experienced the symptoms of "low sugar;" specific symptoms were not provided. The patient received no treatment and did not seek any medical attention. Troubleshooting revealed the patient's testing technique was incorrect by not washing his hands prior to testing, which can cause inaccurate readings. It would have been helpful to determine the patient's expected readings, his specific symptoms, if he had obtained any other readings prior to this event, and what meals and medications had been taken prior to the onset of symptoms. The meter, test strips and control solution were replaced. The patient's technique was incorrect by not cleansing the fingerstick puncture site. However, as the patient allegedly suffered symptoms suggesting severe hypoglycemia after he obtained elevated blood glucose readings on the reported meter, this complaint is being reported.